Manufacturer narrative:
(B)(4). Concomitant medical products: 00860001422 ¿ femoral stem ¿ 58383500. 008624065030 ¿ bone screw ¿ 43703600. 00682408530 ¿ bone screw ¿ 57690400. 00902603300 ¿ cocr head ¿ 24133300. 00673208700 ¿ pe liner ¿ 41721400. Reported event was confirmed by review of x-rays by a third party hcp noting right total hip arthroplasty with poly wear of the acetabular cup and significant radiolucency along the acetabular cup. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00253.

Event description:
It was reported that patient underwent a hip revision approximately 24 years post implantation due to pain and instability. It was noted that the acetabular component has eccentric wear. The head and liner components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.